Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced rash ("rash or skin condition"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, hypersensitivity, cystitis, urinary tract infection, vaginal infection, dyspareunia, nausea, allergy to metals, dysmenorrhoea, fatigue, migraine and rash outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: in current pfs patient reported" most if not all symptoms decreased" resulted from essure decrease or resolve following essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines/headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced rash ("rash or skin condition"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, hypersensitivity, cystitis, urinary tract infection, vaginal infection, dyspareunia, nausea, allergy to metals, dysmenorrhoea, fatigue, migraine and rash outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: in current pfs patient reported" most if not all symptoms decreased" resulted from essure decrease or resolve following essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case became incident, previously added injury nos was replaced with allergic or hypersensitivity reaction, & new events- infection (bladder/urinary tract/vaginal), rashes or skin conditions type:, migraines/headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia,pelvic pain, vaginal pain, device monitoring procedure not performed, fatigue were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.